Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that unexpected receiver shutdown occurred. On (B)(6) 2026, between 4-6pm, the patient experienced an unexpected receiver shutdown as the receiver was off and would not turn back on. Therefore, the patient did not have any access to their cgm values. During the event, the patient felt lethargic, lightheaded, dizzy, shaky, and had a headache. The patient tested their bg meter reading and it was 58 mg/dl. The patient¿s husband assisted the patient and treated with coke. After approximately 20 minutes, the patient¿s bg meter reading increased to 72 mg/dl. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.